Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed as the stent implant was noted exposed 1mm from the distal end of the sheath. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use inadvertent mishandling resulted in the noted jacket bend and the noted kinked stent sheath; thus causing the stent to slightly pull out of the sheath resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedural preparation of a 8x12mm absolute pro self-expanding stent (ses) the locking device was noted to be engaged; however, the stent was noted to be partially deployed [flowered]. Another absolute pro ses was used and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. The device was received and the analysis showed that the deployed stent was not flowered. No additional information was provided.